Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. X-ray imaging revealed that one of the patient's leads was bent. As a result, surgical intervention was undertaken wherein the patient's system was explanted to address the issue. Note: the investigation did not determine which lead was affected.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6); batch: a000115410.